Manufacturer narrative:
Additional information: b4, d10, e1( street 1, street 2, city), g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating and dividing the pulmonary vein during laparoscopic video assisted thoracoscopic surgery lobectomy of lung, the surgeon closed the jaw between the vessel, pushed the green button and pushed down to fire staples. However, the blade of the reload got stuck right after pushing down the toggle button and some motor sound occurred. The surgeon checked whether the blade advanced over and cut the pulmonary a little, and using vessel clamp, and clamped it 1cm away from the jaws of reload. After retracting the blade to open the jaw, the vessel did not get touched at all. So, the surgeon used another reloads to complete the case. There was no patient injury.